Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Product recd by mfg. Examination of the returned product by a depuy warsaw product development engineer could not confirm the complaint. Although, the complaint is non-verifiable, provided information from the rep indicates the patient may have had extremely hard bone which may have contributed to the difficulty. A search of the complaint database found no prior reports for this product code. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Surgeon following standard preparation for the humeral canal. Global ap porous 14mm implant did not seed to the level of the 14mm broach. Surgeon cemented global ap non-porous 12mm implant extending the surgical procedure.